Event description:
The customer stated the rubella calibration failed three times with error code 1001: rubella g calibration on the axsym analyzer. The abbott customer service technician (cta) advised the customer to centrifuge the calibrators and recalibrate. The customer decontaminated the solution replaced the mup, replaced the matrix cells and calibrated the meia. The cta sent the customer 6 point calibrators to replace the 2 point calibrators. A follow-up with the customer confirmed receipt of the new calibrators and that the issue was resolved. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.